Manufacturer narrative:
No unexpected reset anomalies noted during testing. The pump passed the displacement, rewind, basic occlusion and prime tests. Unable to confirm certain error alarms in the alarm history screen due to an over written history file. Unable to perform the error test due to constant motor error alarms. The pump was received stuck in a motor error alarm loop during the bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. The pump had a cracked lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip and scratches on the reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump reset by itself and the setting were erased. Customer was able to program the basal rates. Later he tried to rewind and the insulin pump alarmed motor error. The customer also received a motor position encoder error alarm. Blood glucose value was 95 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.